Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer received no delivery alarms during priming. The blood glucose was unknown at the time of incident. Customer received a replacement pump and received a no delivery while priming. After performing manual prime to at least 5.0 units the customer states the pump alarmed no delivery. Insulin is not cloudy. Customer advised to try with new infusion and reservoir set. Customer states this is her last res and she needs to order supplies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.